Manufacturer narrative:
Submit date: 05/16/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the pump is not alarming when the bag is empty and is sucking air in the tube. There was no patient involvement.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit does not alarm when the bag is empty and is sucking air in the tube. The unit was triaged and the complaint could not be confirmed; there was no fault found. Kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.